Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated magnesium result on the architect c8000, serial number (B)(4). Through an extensive investigation, the fsr determined no definitive part to be the likely cause, so the architect c8000, serial number (B)(4), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c8000 analyzer. The following data was provided (customer¿s normal range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result, on 03july2021, was 6.9, repeat was 2.3 mg/dl. There was no impact to patient management reported.